Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken tibial plate.

Manufacturer narrative:
The device was not returned. Photographs of the revised tibia plate were provided. Visual inspection of the photos confirmed that the medial posterior side of the plate fractured off. There appears to be remnants of cement only on the medial inferior surface of the plate (the side where the fracture occurred). Since the device was not returned, a dimensional evaluation could not be completed. Review of the device history records for the tibia plate identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part/lot combination of the tibia plate. Compatibility of the components could not be verified, as the part and lot numbers of the other components are unknown. It was noted that the articular surface was not fractured, and that no evidence of improper cement matter was seen. Operative notes were not provided, and there is no information regarding the timing of, or the events leading up to, the fracture of the tibia plate. Per follow-ups with the sales rep, there is no more information available at this time. Risk of implant fracture is addressed in the nexgen package insert. The package insert lists fracture/damage of the prosthetic knee components as an adverse effect of this procedure; this is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.